Manufacturer narrative:
The event product was returned to applied medical for evaluation with 1 rubber fragment. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
"This is the complaint from the market. Please refer to the complaint sheet for investigation. The septum was torn and a fragment fell inside the patient. The actual defect unit and a black fragment were returned to olympus and visually inspected: the duckbill had four slits probably made for checking the septum after procedure; the septum had a large missing part that matched the black fragment. The fragment measured approx. 25.9 mm x 23.2 mm. The defect unit and the fragment will be returned to amr for further evaluation." Patient status: no patient injury.